Event description:
Clinical study. Same case as 6000089-2006-01989, and 01990, it was reported that 91 days after a coronary drug eluting stenting treatment procedure, the pt required a target vessel reintervention (tvr). The index procedure treated a 3.0x40mm, 100% stenosed, bifurcated lesion in the mid right coronary artery (mid rca) with predilation and placement of three overlapping taxus liberte' drug eluting stents of size 3.0x12mm, 2.5x24mm and 2.5x24mm, reducing stenosis to 10%. The lesion was post dilated. The procedure also deployed a medtronic non-taxus bare metal stent in the mid rca. There were no reported complications. The pt was discharged 4 days later on aspirin and plavix. Ninety one days after the implant procedure, the pt required a tvr in the mid rca. The lesion was treated with angioplasty balloon and a taxus liberte' stent. The pt was taking aspirin and plavix at the time of this event. The device relationship to the tvr was not indicated. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be sent.